Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Device evaluation summary: service personnel (sp) inspected the ventilator and found diagnostic codes. The sp replaced the oxygen (o2) sensor. Ventilator passed all tests and calibrations; operates within medtronic specifications upon completion of service. One o2 sensor was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The o2 sensor was attached to the failure investigation (f.I) test ventilator; successfully passed the power on self test (post), all calibrations, extended self test (est), short self test (sst) with no errors recorded in the diagnostic log. During o2 sensor calibration a low urgency alarm indicated that the o2 sensor failed to calibrate generating an error code in the system diagnostic log. This sensor manufacturing date is june 2013 and the incident event date is (B)(6) 2015. The shelf-life of this sensor is 1 year and as this sensor falls outside of this domain, no further investigation is required. No relationship to the reported condition could be established. No corrective actions were taken since the event included in monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated diagnostic codes. The ventilator was not in use on a patient at the time of the reported event.